Event description:
A pt was implanted with an unk femoral hip plate on an unk date. At some point post operative the plate was noted as broken. The pt was returned to the operating room on an unk date for removal. Revision is unk.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.